Event description:
The pt was initially admitted in 2004 with stable angina. The pt has a 2.5 x 18mm bx velocity stent implanted in the mid left anterior descending branch. The pt went in for an eight month follow-up. During a controlled angiography, a total occlusion of the left anterior descending branch was seen proximal to the stent that was initially implanted. The pt had good collateral status. The pt did not have any complaints of angina or anything else. During a 12 month follow-up, it was noted that the pt experienced stable angina. The pt's pre-procedure medications included the following: aspirin and clopidogrel. The pt's intra-procedure medications included the following: heparin and nitroglycerin. The pt's post-procedure medications included the following: heparin, beta-blockers, ace inhibitors, aspirin, ca++ antagonist, nitrates and lipid lowering drugs.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This male pt in the scorpius study experienced restenosis of a bx velocity stent. The scorpius study is a randomized controlled open-label study of the cypher stent vs bx velocity bare metal stent in the treatment of diabetic pts with de novo native coronary artery lesions. Medical history that may have increased his risk for mace included prior myocardial infarction, congestive heart failure, hypertension, hyperlipidemia, stroke and diabetes. During the index procedure, one 2.5/18mm velocity stent was implanted in the pt's mid lad. No procedural complications were reported. The pt presented for the 8-month follow-up without angina; however, control angiography identified a total occlusion proximal to the previously implanted stent with good collateral flow. Treatment was not reported and at the 12-month follow-up, the pt reported angina. The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that pt factors (specifically diabetes) may have contributed to the event.